Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after replacing a 23-inch teflon infusion set, with a fingerstick-confirmed blood glucose of 442 mg/dl and approximately 3.5 hours above range; a guided site change restored insulin delivery and glucose began trending down to 390 mg/dl. Symptoms included hyperglycemia without reported ketoacidosis, loss of consciousness, or other acute complications. Outcomes included no hospitalization, no professional medical intervention, no backup therapy use, and no ketone testing. Investigation included customer service troubleshooting and education focused on infusion site change and verification of supply type. Investigation of this case revealed that glucose improved after restoring insulin delivery and that incorrect supplies had been received previously from the distributor, while the prescription documented a different infusion set type. It was concluded that hyperglycemia occurred with cause unclear following an infusion set replacement, and that the event resolved after site change and insulin delivery resumption. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.